Manufacturer narrative:
H.6. Investigation summary one sample was provided to our quality team for investigation. The final product for lot ta11681 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, the tubing was observed to be kinked where the clamp was placed. Functional evaluations were conducted, priming the set with saline, no issues were identified and no flow obstruction occurred. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta11681. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction, product was manufactured according to specifications. Based on the investigation, it was determined personnel is considered to be the root cause of this incident. The operator likely activated the clamp for leakage testing and did not properly deactivate the clamp once complete. The supplier is looking further into this issue to properly address. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that when removed from packaging it was discovered that the tubing was kinked and leakage occurred during priming with a bd phaseal¿ secondary set (c62). The following information was provided by the initial reporter: when removed from packaging, the c62 already has a kink in the tubing. During priming, the saline keep flowing out from the luer connector. (Note bubbles at the kink area).

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when removed from packaging it was discovered that the tubing was kinked and leakage occurred during priming with a bd phaseal¿ secondary set (c62). The following information was provided by the initial reporter: when removed from packaging, the c62 already has a kink in the tubing. During priming, the saline keep flowing out from the luer connector. (Note bubbles at the kink area).